Event description:
A malfunction was reported on the pump with the caller indicating no notable events occurred before it. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the caller understood and acknowledged.